Event description:
I received allergan natrelle silicone-filled breast implants style 20 (serial number (B)(4) - left and (B)(4) - right) on (B)(6) 2010. Upon explanting these devices on (B)(6) 2019, it was discovered that the device with sn (B)(4) was severely and dramatically ruptured extracapsularly, causing sticky silicone to migrate into my breast tissue, as it went through the implant shell. This type of rupture is completely contrary to the info I received from allergan and the surgeon at the time of implant. These devices were marketed to imply that if ruptured, silicone does not leave the shell of the implant and is therefore safe. This device severely malfunctioned and put my health at risk in a way that was not transparent through allergan's marketing materials, nor through the info provided by the hpc. FDA safety report ID# (B)(4).